Event description:
Lymphoma cancer; I had allergan natrelle inspira cohesive silicone breast implants placed post mastectomy (B)(6) 2019. A few months later I developed moderate joint aches, fatigue and weight loss. I saw a rheumatologist who prescribed me plaquenil. In late (B)(6) 2020 a lump appeared on my chest wall outside my right implant. It felt like a cyst and I had the dermatologist I work for remove it. The pathology showed anaplastic large cell lymphoma alk negative. Two weeks later another area arose on my right lateral side and the pathology proved the same. Another small mass appeared on my left rib cage and this was not biopsied because it had the exact characteristics of the others and was assumed to be the same. My case was referred to uva for additional consult and they ruled out bia-alcl due to the data that bia-alcl normally presents 8-10 years after placement of implants and there was no fluid incapsulating the implant on ultrasound or MRI. I am currently undergoing bv-chp chemotherapy in (B)(6). I have difficultly believing that the same type of cancer that is associated with these implants is not related to my diagnosis. My style number is not listed on the recall list but the brand and type are the same as those that are on the recall list. My style number is (B)(4). After trying to join a class action lawsuit that would pay for my implants to be removed as well as possibly some of my extensive medical bills I was told that since my style number was not on the recall list they would not represent me. Bia-alcl is a newer, rare diagnosis with from what I have researched has approximately 1000 cases. There are not enough cases or data to rule out that my presentation of the disease, while not the norm, is not linked to bia-alcl. I am a (B)(6) otherwise healthy person and I believe my breast implants triggered a major inflammatory response in my body are the direct cause of my cancer and they should be added to the recall list. This pathology was resent to uva for further testing by a pathology specialist who gave a final diagnosis of non hodgkin's lymphoma alcl- alk negative. Ultrasound results showed mass on right breast at site of biopsy, CT scan results showed no organ involvement, bone marrow biopsy results normal, pet scan results showed mass in right breast, suv 7.7. FDA safety report ID# (B)(4).